Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: a review of the pump¿s black box and alarm history showed no rewind motor errors (cs 078). During testing, the pump performed the rewind, load and prime steps and successfully and completed the 24 hour duration test with no alarms occurring. The pump case was removed and no defect was found. The motor rewind issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed battery compartment crack between the bumper pad and cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.